Manufacturer narrative:
The device was received with the shuttle cartridge disengaged from the handle. The advancer tube was found inside the shuttle cartridge. Visual inspection of the catheter shaft revealed that the proximal tamp lock was dislodged and sliding on the polyimide shaft. Delamination was observed on the polyimide shaft at the corresponding tamp lock position. The proximal tamp lock of the returned device was dislodged prohibiting the advancer tube from properly engaging to the tamp lock, resulting in a failure to deploy. Based on the provided information and the investigation performed, the cause for the tamp lock detachment is bond failure at the polyimide shaft. The review of the lhr (f1523004) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: all proper steps were used to close the patient's groin. The white tamp straw didn't show/was not inside the mynx vascular closure device. Manual compression was applied for less than or equal to 30 minutes to achieve hemostasis. The patient was not hospitalized. In the doctor's opinion, the event was caused by the mynx device/mynx procedure. The user shuttled down completely. There was no significant resistance when shuttling down. Unusual force was not applied when retracting the procedural sheath. Procedure type: neuro angiogram femoral artery vessel size: 6 mm sheath size: 5f stick location: groin.